Event description:
Umbilical hernia repaired (B)(6) 2008 with kugel mesh. Approximately (B)(6) 2014, I began having stomach pain and nausea. First part of may the symptoms intensified to severe abdominal pains, nausea and a sharp pain in the umbilical area with protruding point pushing from inside the umbilical area. I was hospitalized for 2 days in (B)(6) 2014 with an MRI.